Manufacturer narrative:
A review of the device history record for (B)(4) was performed from date of manufacture 11/30/2011 to present date 01/17/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a faulty pressure sensing disc. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness, front cover, rear case, top disk holder, left/ right iui's, sleeve drivearm, flange gripper, flange retainer and wiper seal. A review of the device history record for (B)(6) was performed from date of manufacture 11/30/2011 to present date 01/17/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor harness (error code 354.6770). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1604765 syr rear case. CAPA# ca-2018-0161 iui conn issues.

Event description:
The customer reported the device had a faulty pressure sensing disc. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had a faulty pressure sensing disc. No patient involvement.